Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced tape not sticking event on (B)(6) 2026. The infusion set was fell down at the first day of set insertion in lower back. No further information available.